Manufacturer narrative:
Concomitant medical products: product ID: evolutfx-26, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve ((B)(4)), a minimum anulus size was provided. During the procedure, a pre- balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. The valve was then deployed to 80% with a planned depth of 3 millimeter (mm). Upon final release, the valve moved into a -1mm implant depth. Echocardiogram and angiograms were used to visualize the valve. The positioning was determined to be acceptable. The valve was performing correctly and patient was doing well. Approximately 60-90 minutes post-procedure, the patient coded and was brought back to the procedure room. Patient was stabilized when placed on extracorporeal membrane oxygenation (ECMO) bypass. It was determined that the valve had dislodged aortic post-procedure. The implanted valve was snared and pulled out of the aortic root. A second medtronic valve (d702795) was successfully implanted at a depth of 4mm. Pericardial effusion and aortic root dissection was observed, possibly caused by the crown of the first valve when it was snared. Aortic root repair and valve replacement was performed. Both medtronic valves were explanted. An unknown time following the procedure, the patient died. The cause of death is unknown.

Manufacturer narrative:
Corrected h6 - fdd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve implantation procedure images were available for medtronic to review and the valve was not returned to medtronic for product analysis. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, it is likely that the dislodgement and migration were related to the first valve. It is also likely that the dissection and pericardial effusion were related to the first valve when it was repositioned with a snare. A second transcatheter aortic valve was implanted. An aortic root repair was performed to repair the dissection and the valves were explanted. The cause of death was not provided, but based on the available information it is possible that the interventions performed to address the dissection caused by the snaring of the valve contributed to the death. All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use (IFU). No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. With the limited information available, a conclusive root cause of the initial migration and subsequent dislodgement could not be determined. Dislodge events are typically not related to a device malfunction. After the dislodgement event, the implanted valve was snared and pulled out of the aortic root and a second valve was implanted. Pericardial effusion and aortic root dissection were observed. Effusion is a known effect that can occur after cardiac procedures due to procedural complications. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Reportedly, the effusion and dissection were possibly caused by the crown of the first valve when it was snared. However, this was unable to be confirmed with the information available. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive root cause of the death could not be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.